Event description:
It was reported that the camera head became hot and would not take a picture before the procedure began. A backup camera head was used to perform and complete the procedure without further incident. No injuries or complications were noted as a result.

Manufacturer narrative:
Complaint of overheating and button malfunction could not be reproduced. Product passed functional testing during 6 hour burn-in with no button malfunction or overheating. Live video output remained constant throughout functional testing and burn-in. All 3 buttons were exercised and all functions perform as expected. No problem found. A review of the device history record was performed which confirmed no inconsistencies.